Manufacturer narrative:
Literature: o. Sorge (2006). Two times unlucky: treatment of repeated adjacent vertebral fractures following posterolateral interbody fusion. Archives of orthopaedic and trauma surgery, volume 126, pages 346-349. (B)(4). This report is for an unknown fixateur interne (uss-titan, synthes, (B)(4)). (Other number) UDI: unknown part number, UDI is unavailable. The investigation could not be completed; no conclusion could be drawn, as no device was returned and no lot number or part number was provided. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: o. Sorge (2006). Two times unlucky: treatment of repeated adjacent vertebral fractures following posterolateral interbody fusion. Archives of orthopaedic and trauma surgery, volume 126, pages 346-349. This article was a retrospective review of case of a (B)(6) female patient who had lumbar pain for many years. Additionally, she had reversible radicular pain, numbness and weakness of l5 muscles. Imaging test revealed a pseudospondylolisthesis and stenosis of the lumbar level l4/5. In (B)(6) 2003, a posterior lumbar interbody fusion (plif) surgery was performed in level l4/ with tetris-cages ((B)(4)) and fixateur interne (uss-titan, synthes, (B)(4)). The postoperative x-ray studies demonstrated a restored sagittal lumbar vertebral line and a regular hardware setting. After an uneventful course, patient was discharged. In (B)(6) 2004, patient presented with lower back pain with increasing intensity, scoliosis due to pain and malfunction of lumbar musculature, no trauma was known. Osteoporosis was disclosed in a further investigation. X-ray study was initiated. A compression fracture type a 1.2 of vertebra l3 including the above-situated disc was seen. A combined a kyphoplasty with bone cement (kyphx, kyphon, elmdown ltd, (B)(4) with lengthening of the fixateur interne device to lumbar vertebra l2 was performed. This treatment was followed by a quick pain relief. Patient was discharged in good condition. Three months later, patient had a fall. Patient presented with a severe low back pain in combination with sciatic scoliosis along and painful restriction of spinal movement. However, normal neurological state was seen. The MRI investigation showed an additional fracture of the posterior third of the lumbar vertebra 3 with dislocation and an endplate fracture of l2 in the anterior third following a kyphotic deformation of the l2/l3 segment. The pedicle screws of l2 were cut out resulting in an unstable system. Consequently, a vertebrectomy of l2 and 3 with circumferential fusion with synex-cage (synthes, (B)(4), lateral fixation between l1 and 4 (antares-system , medtronic-(B)(4)) and dorsal fixateur interne (silhouette, zimmer, (B)(4)) from l1 to l5 were undertaken. With this instrumentation a restoration of the lordotic lumbar spine was achieved. A temporary brace was suited for 8 weeks. After a time of recovery the patient was pain free. This report is for an unknown fixateur interne (uss-titan, synthes, (B)(4)) this report is for one (1) device. Pain and malfunction of the lumbar musculature associated with this event will be reportable. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.